Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, there was a recoverable fault during surgery. The surgeon attempted to recover fault, then disabled the arm. An instrument arm was gripping tissue, surgeon used instrument release kit to open jaws and removed the instrument before calling technical support. System powered and homed successfully. It was confirmed that fault cleared on power cycle. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the onsite logs and found error 25553 on master tool manipulator right (mtmr). The tse informed or staff that fault occurred on surgeon console right manipulator. The surgeon was continuing with the case robotically. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse confirmed error 25553 on mtm 2 and replaced the master tool manipulator (mtm) to resolve the error issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the returned mtm confirmed the customer reported complaint. The unit was returned for failure analysis and the reported (error 25553) was able to be reproduced during calibration via matlab. The following parts will be replaced as a fix: embedded serializer in master base (esmb) printed circuit assembly (pca) and main wire harness.